Event description:
A pt reported that yesterday they had to call an ambulance since they were not able to test on meter. Their meter allegedly was displaying missing segments. Customer can not remember the result on their meter. The result on the ambulance's meter was unk. The time difference between pt's meter and ambulance meter was unk. There was no treatment. No further info has been reported.